Manufacturer narrative:
This report is submitted on july 5, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed a mild skin breakdown at the magnet site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.